Manufacturer narrative:
The manufacturer previously reported a ventilator's blower motor was replaced to address a "ventilator inoperative" alarm code that was observed. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor causing the "ventilator inoperative" code was found to be bad hall sensors on the blower motor.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" alarm codes were found in the ventilator's downloaded error log. The device's blower motor and sensor board were replaced to address the issues.